Event description:
It was reported that during the implant procedure, it was noted that the helix was failed to extend and to retract when attempted to place the lead on the left bundle branch. The lead was removed from the body noted with foreign element tangled around the helix/distal portion of the lead. The lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.